Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the interventional radiologist noticed beads and microfractures in the silicone after installing the catheter. It turns out that the original catheter developed a leak in the silicone extensions so they actually performed a repair using a covidien repair kit (item# 8888200001 / lot # sh7137080-00) and then found that the silicone extensions on the repair kit were also leaking. So the first intervention was to repair the catheter and the second intervention was to install a completely new catheter. There was no patient injury, however, the patient did have to go through 2 installations of the catheter which was not pleasant for them.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample returned consisted of one 14.5 fr dual lumen hemodialysis catheter, palindrome with laser slots. The arterial extension was removed and in its site a repair kit was placed. A syringe came in the catheter. After visual inspection, it was detected that the arterial silicone tube had a hole near to strain relief. During underwater test (functional test), bubbles were detected coming out from the arterial extension silicone tube. The lumen corresponding to the venous extension did not show bubbles during the test. This defect has been confirmed. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to a sharp object). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used to tracking trending purposes